Manufacturer narrative:
The event product was returned for evaluation. Engineering was able to confirm the customer experience of generator errors. The root cause of the generator errors is the cracked handles not properly activating the fuse button. Excessive force and misalignment of handles are due to mishandling. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "device would not activate (no alarm) and was noted that the triangular insert between the handles was slightly cracked due to excessive pressure and misalignment of handles when trying to activate. After replugging in the device again the device worked fine and the procedure continued without incident. Unit bp1011- generator serial no: (B)(4)." Patient status - stable.